Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini meter is giving inaccurate erratic reading of "269, 145, and 229 mg/dl." The patient's diabetes is managed with insulin- no adjustable regimen. On (B)(6) 2010 in the afternoon, the patient allegedly obtained the alleged readings on the subject meter and then within 2 minutes developed symptoms described as "dizziness, lightheadedness, and shakiness." On the day of concern, the patient took her usual 47-48 units of lantus insulin. There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to obtained clarification about the patient's diabetes regimen and the circumstances surrounding the alleged incident. According to the troubleshooting performed with customer service, the erratic readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient claimed developed symptoms that can be suggestive of hypoglycemia after obtaining erratic results on the lfs meter.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.